Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 14 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, increased sensitivity and hypersensitivity. No further patient complications were reported.